Event description:
Customer reported a past event where their blood glucose (bg) level dropped to 36 mg/dl. There was no adverse impact leading to unconsciousness or injury. The customer consumed carbohydrates to address the low blood glucose level. The cause of the low bg was unknown. Cts recommended that the caller consult a healthcare provider to discuss factors affecting their blood glucose levels, which the caller acknowledged and understood.